Manufacturer narrative:
Additional information: imdrf annex b code and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported over infusion was not confirmed since no devices were provided for investigation; therefore, the issue could not be replicated and further investigated. No laboratory testing was able to be performed on the reported devices as they were not returned for investigation. The suspect devices and its logs were not provided by the facility; therefore, a complete review of the logs could not be performed. The inspection could not be performed as the suspect syringe module, concomitant pcu and administration set were not received for investigation. The facility provides a brief description of the event issue, which is limited to a note placed on the suspect module that states: ¿a note was attached to a device which stated the device was infusing more than the amount it was set to¿. The bd alaris system user manual (v12.3.2) emphasizes that safe and accurate operation requires proper familiarity with the system, setup, programming, infusion sets, and accessories. Any device or accessory that is dropped, jarred, or appears damaged must be removed from use and sent to biomedical engineering for inspection or repair. During setup, users must not touch the administration set while closing the pump door, ensure no objects are caught in the door, and follow correct infusion set loading instructions, including opening all clamps and avoiding kinks. The upper fitment must be properly seated without stretching the set to prevent infusion inaccuracies. Additionally, only compatible syringe sizes and models should be used with the syringe module, as incompatible syringes can cause inaccurate delivery, delayed alarms, and other operational issues. The system was being used for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the reported that over infusion cannot be determined from the provided data. There were no devices returned for investigation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported an over infusion. Per report: the customer states: "a note was attached to a device which stated the device was infusing more than the amount it was set to." No further information was included. There was patient involvement, however outcome is unknown. Although requested no additional information will be provided by the customer, no devices will be returned.

Event description:
It was reported an over infusion. Per report: the customer states: "a note was attached to a device which stated the device was infusing more than the amount it was set to." No further information was included. There was patient involvement, however outcome is unknown.although requested no additional information will be provided by the customer, no devices will be returned.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.